Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device was power cycled to address the issue.